Event description:
The customer tested her blood glucose using her contour meter and rec'd a reading of 396 mg/dl. She retested using another contour meter and rec'd a reading of 150 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer refused the offer to troubleshoot her contour sys and insisted her meter be replaced. The customer's meter will be returned for eval. A replacement meter was sent to the customer.